Event description:
According to the police report while operating the motorized wheelchair, the end user was struck by a motor vehicle. The end user found at fault for improperly crossing an intersection, in violation of a state statute. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According the to police report, the end user was cited for being in violation of connecticut state statute #(B)(4) while operating the motorized wheelchair. The owner's manual warns, "obey all local pedestrian traffic rules."